Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: "complaint description: non-deflation was noticeable in pre-testing."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on 02/28/2013.